Event description:
The pt underwent an interventional procedure. The access site was in the common femoral artery. There was no resistance encountered during insertion, and adequate marking was obtained. The physician noticed that there was no clicking sound when dr rotated the pinchable handles into position. The needles were deployed, and one of them did not present properly. Backdown was attempted, but was unsuccessful. The pt was taken to surgery to remove the device and close the artery. The pt recovered without further incident.